Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an x-tip drill separated in the mandibular molar area; the separated piece will need to be surgically removed.